Manufacturer narrative:
The vessel sealer extend instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the vessel sealer extend part#480422-01/l91210222 0352 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk4257. There were 0 lives remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though there was a successful confirmation signal following the reported sealing cycle attempt. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the vessel sealer extend was not sealing vessels. The surgeon switched to erbe generator. The surgeon believes the issue was with the e-100 generator and plans to solely use the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi sales rep on (B)(6) 2021 and obtained the following additional information: the instrument was inspected prior to use. Sealing was being performed at the time the issue occurred. The vessel sealer extend instrument had worked during the procedure, but when trying to seal the pedicle it did not function properly. There were no errors. There was an audible signal (continuous tone) while the pedal was pressed and the seal cycle completed with the fast audible tones as expected. The vessel was less than 7 mm in diameter. The surgeon believed that using the instrument with the e100 generator caused the issue. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. Patient-related information was not provided.